Manufacturer narrative:
Device was received with a the main arm cannot communicate with the motor arm alarm occurring during priming and rewind anomaly. Failure has been isolated to electrical board. Unable to perform the displacement test due to rewind anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had rewind anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer's also stated that insulin pump had alarmed for the main arm cannot communicate with the motor arm during the night and when customer tried to rewind pump it did not work. The insulin pump will be returned for analysis.